Event description:
A caller reported an occlusion alarm but was unable to verify the alarm number in the pump history. The alarm stopped on its own, and the caller was advised to change the infusion set, but troubleshooting or confirmation on the pump could not be completed during the call. There was no reported adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.